Event description:
It was reported that; "in 2008, a pt got the primary surgery and a pt visited hospital on the following month, again. Dr. Found out pt's knee has m/l laxity and shows hyperextension somewhat. Dr. Did revision surgery and found out insert was broken.

Manufacturer narrative:
Device eval anticipated, but not yet begun. If device becomes available with add'l info, a supplemental report will be issued.